Manufacturer narrative:
(B)(4). The investigations found: for 7 events: the investigation is ongoing. For 14 events: the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event: the vacuum tube on the rinse mechanism was pinched, causing the reaction cells to overflow. For 18 events: the investigation determined that the service actions resolved the issue. For 1 event: the investigation found there was a clogged sample probe. For 1 event: the investigation determined there were water droplets in the reaction cell. The follow up/corrective actions: for 1 event: the vacuum tube position was corrected. For 7 events: the field service representative or customer replaced the sample probe. For 1 event: the field service representative checked and cleaned the pipetting and washing unit. For 1 event: the field service representative replaced a bad seal on the low concentration vacuum bottle of the system syringe. For 2 events: the field service representative replaced tubing. For 3 events: the field service representative adjusted the gear-head pump. For 1 event: the field service representative found a loose lock nut at the sample syringe. For 1 event: the field service representative flushed the rinse needles and replaced all rinse tubes. For 1 event: the field service engineer found a rinse nozzle that was over filling and leaving drops of liquid on the cuvettes. He adjusted the cuvette water supply. For 1 event: the field service representative replaced the vacuum valves, the sample probe, and the reagent probes. For 1 event, the field service representative replaced various parts and removed gauze and thumb screws found inside the device. For 1 event: the field service representative replaced the heat cut filter and unclogged the rinse nozzle. For 1 event: the field service representative adjusted the nozzle tip and checked the washing process. For 1 event: the field service representative adjusted the water flow rate. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>42</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas c501 analyzer. The events involved a total of 157 patients with the following: 1-ureal urea/bun, 34-albt2 tina-quant albumin gen.2, 4-albp albumin bcp, 5-crep2 creatinine plus ver.2 (crep2), 13-ca2 calcium gen.2, 1-total protein, 80-crej2 creatinine jaffé gen.2, 4-total bilirubin gen.3, 4-tpuc3 total protein urine/csf gen.3, 1-nh3l ammonia, 1-alt alanine aminotransferase, 4-hba1c tq gen.3, 1-ck creatine kinase, 2- crpl3 c-reactive protein gen.3, 1-ldh lactate dehydrogenase, 1-trigl triglycerides. The known patients' ages ranged from 0 days (newborn) to 88 years. . There known patients were 3 females and 15 males.

Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions: the customer has had no further issues since preventive maintenance was performed.

Manufacturer narrative:
For one of the pending events, the investigation for one event did not identify a product problem. The cause of the event could not be determined. For the second pending event, the investigation determined the service action resolved the issue. The field service engineer checked and adjusted the sample probe positioning related to the wash stream and rinse levels. For the third pending event, the investigation determined the root cause of this event was the vacuum tube for the rinse mechanism. The field service engineer (fse) checked gear pump pressure, cleaned and adjusted the positioning of the reagent probes and sample probe, and checked the rinse mechanism and fluid levels. A precision check was performed. The fse cleaned the vacuum tube for the rinse mechanism and the issue was solved. For the fourth pending event, the investigation determined that the root cause was due to human error. The customer was allowing the dry ice from their qc delivery to evaporate in the sink in the lab which is near to the analyzer. As a result, the levels of co2 in the lab increase which affects creatinine jaffe assay performance. The customer is now unpacking their qc delivery in another lab and since doing this have seen no further creatinine jaffe performance issues. For the fifth pending event, the investigation did not identify a product problem. Based on the data provided, neither a general instrument or reagent issue were identified. The cause of the event could not be determined. The investigation for two events are still ongoing. For one of these events, the field service engineer performed a performance check that was acceptable for creatinine jaffé gen.2. For the other of these remaining events, the customer provided the creatinine jaffe and total protein data for one additional patient's urine sample that is a reportable malfunction.

Manufacturer narrative:
For one of the pending events, the investigation for one event did not identify a product problem. The cause of the event could not be determined. The field service representative checked several hardware components, adjusted the gear pump pressure, adjusted the probes, rinsed the module, and confirmed the module was operating within specification. The investigation for one event is still ongoing.